Event description:
It was reported to philips that the device's flexvision computer did not startup, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) visited onsite and found device gets stuck. Upon troubleshooting fse found that system does not start, gets stuck on system due to defective grabber cards in the flex vision pc. The frame grabber captures the video from the allura system. After replaced flex vision pc, the system was working as intended. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.